Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis the reported customer's issue was able to be duplicated. The event log showed one instance of error 41626. This error code is due to excessive current draw, and the motor will be replaced by service to correct the reported issue. Service will also replace the printed wire assembly (pwa) board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device gave an error alarm with code 41626. No adverse effects to patient reported.